Event description:
A remstar pro c-flex+ was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. The remstar pro c-flex+ was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that visible foam particles were present inside the blower kit, as secondary findings contamination of dust fail and in addition error codes e022 (motor flux magnitude error), e024_(motor speed reverse error) and e066 (stuck encoder b). In conclusion, the device was scrapped. The root cause isn't confirmed at this time. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.